Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the compact plus system 2. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 28 mg/dl (compact plus system 1) and 70 mg/dl (compact plus system 2). Customer was feeling low blood symptoms at the time of the results and ate a sandwich. Customer fully recovered within 2 hours of eating. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.